Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The suturing devices were being used to close the vaginal cuff. For all three devices, when trying to use the instrument to take a bit of the tissue / vaginal cuff, the needle would fall off. There were no issues with loading the needle. The suture fell off of the device and into the cavity of the patient. Was able to be retrieved with an endoscopic grasper. There was no patient injury.